Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information provided, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality deficiency. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a bilateral procedure of the iliac artery, the 10 x 40 mm fox cross balloon dilatation catheter (bdc) was inflated but the balloon ruptured at 10 atmosphere (atm). There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.